Event description:
Customer reported device = 279 mg/dl. Customer's retest = 379 mg/dl. Customer took their medication and went to the hospital. Customer tested on the way to the hospital and upon arriving and results = 288, 400, & 174 mg/dl. Customer was given an IV and antibiotics as well as had x-rays and blood drawn. No controls were used. A request was made for return product and replacement product was sent.